Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 010000850, item name: g7 neutral e1 liner, lot #: 3964872, item number: 110010245, item name: g7 osseoti 4 hole shell, lot #: 6138983, item number: 163674, item name: 32mm cocr mod hd, lot #: 484350. Complaint was reported from the (B)(6).

Event description:
It was reported that patient underwent hip revision. Subsequently, patient is experiencing stem subsidence approximately on month post-implantation. No intervention is planned as it is expected the stem will stabilize at a lower position. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000850, g7 liner, 3964872; 110010245, g7 4 hole shell 6138983; 163674 cocr modular head 484350. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.